Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a physician-related complication occurred. The case was completed with cryo. The patient had hemoptysis after the procedure. X-ray and computerized tomography (CT) examinations were performed, and a shadow was noted in the pulmonary vein (pv) near the right inferior pulmonary vein (ripv), as well as damage to the ostium from the ripv to the pv. The patient was hospitalized and subsequently discharged, and their condition was good. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received indicated that the physician is alleging a perforation occurred.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files indicated ten applications were performed with balloon catheter 2af284 with lot number 87969, and ten applications with electrophysiology (ep) catheter 239f5 with lot number 24605 without any issues observed. Clinical issues (perforation and hemoptysis and tissue damage) were encountered post procedure. In conclusion, the balloon catheter was not returned for investigation. There is no indication of a malfunction of the balloon catheter related to the adverse event. If information is provided in the future, a supplemental report will be issued.